Event description:
Customer reported a blank display on his insulin pump. He also reported his insulin pump had a beeping anomaly. He stated that his insulin pump would beep every 10 minutes with the battery intact. Customer's blood glucose was 134 mg/dl. The customer was advised of the possible causes of a blank display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage electronic assembly. No audio/beep noted. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.